Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type iiib and iiia endoleak(s) and sac growth events are unconfirmed. The surgical conversion event is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a graft infection occurred during the hospitalization for the surgical conversion that was not included in the event as reported. These findings were discovered during an examination of the discharge summary. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported as discharged on (B)(6) 2021 and stable following an admission to sparrow hospital for decompensated heart failure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. B5: describe event or problem: updated. G4: awareness date: updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented with an expanding aneurysm (unknown diameter) with multiple fabric tears (classified as type iiib endoleaks) and component separation (type iiia endoleak). The physician elected to treat the patient by explanting the afx devices, and the patient is reportedly stable. It is unknown if the explanted devices are available for return/evaluation. Subsequent to the initial report, clinical assessment determined that there was evidence to reasonably suggest a graft infection occurred during the hospitalization for the surgical conversion that was not included in the event as reported. The infection was discovered during review of the discharge summary. Note: reported event received through a social media account.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and suprarenal aortic extension. Approximately nine (9) years post initial procedure, the patient presented with an expanding aneurysm (unknown diameter) with multiple fabric tears (classified as type iiib endoleaks) and component separation (type iiia endoleak). The physician elected to treat the patient by explanting the afx devices, and the patient is reportedly stable. It is unknown if the explanted devices are available for return/evaluation. Note: reported event received through a social media account.